Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to noise seen on the lead for about a month. No patientcomplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c154dwk implantable defibrillator, (B)(6) 2007. (B)(4).